Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator has not been received to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing painful stimulation and muscle spasms in the throat. At times the pain was so severe it caused the patient to vomit. The physician reported that there was no trauma or injury the preceded the onset of the symptoms. The physician planned to perform surgery but decided to have the patient use the vns magnet to temporarily disable the vns generator. He then wanted to assess the patient's symptoms and seizure frequency without vns stimulation occurring before deciding if to replace or explant the vns generator. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient never used the magnet to disable the device. A diagnostic test was performed at a follow-up appointment and the results were within acceptable limits. The physician decided to adjust the vns settings in response to the previously reported symptoms. No surgical interventions are known to have occurred to date.